Event description:
The output is higher than the acceptable range. Customer returning for repair as the unit was purchased in (B)(6) 2012. The original invoice number is (B)(4). No adverse consequences and no delays reported. Upon completion of the repair, please ship to the address provided for account number (B)(6) to the attention of (B)(6). (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation, the supplier noted that the complaint could not be duplicated. All output power measured were within specifications. Unit as received was operational. However, unit had "14" error code stored in the error stack. Unit power supply requires update note: maximum separation from all esdu's is required. The unit was updated and retested. Unit passed on final acceptance test. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.